Manufacturer narrative:
A software analysis was initiated. The system was noted to be functioning as designed. The issue was noted to be due to a poor 3d model that was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
On-site functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the issue was determined to fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an cranial resection procedure. It was reported that during a case after registering the surgeon felt accurate. After the surgeon switched the sterile frame and passive planar blunt probe. The probe took a while to verify, and when it did verify the accuracy was 3-4 cm off. The site tried to re-verify the probe multiple times with no change. The site aborted navigation. There was no reported impact to patient impact. The representative noted the frame was bumped.